Event description:
Supplemental report being submitted following completion of the investigation on 03-feb-2021. Device evaluated on 24-sep-2020. "Outer sheath (proximal)-kinked. Outer sheath (distal)-separated". Customer reported complaint to sbu today. Stent was inserted but did not deploy the stent was therefore removed and another one was used and implanted. "As per complaint form": after pulling back the handle the stent didn't deploy 1. Was a sphincterotomy or balloon dilation performed prior to use of the stent device? Yes both. 2. Was post-dilation performed after the placement of the stent? No. 3. What brand of endoscope was used with the device? Olympus, duodenoscope. 4. What was the target location for the complaint device? Bile duct. 5. Was the device flushed through both flushing ports before the procedure, as per IFU? Yes. 6. Details of the wire guide used (name, diameter, hyrdophyllic)? Dreamwire, boston, 0.035. 7. Was resistance encountered when advancing the wire guide or delivery system to the target location? N. How did the physician deal with this resistance? 8. Was the patient's anatomy tortuous? No. 9. Did the tip of the delivery system cross the target location? Yes. 10. Did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? Yes. 11. Was the stent being placed through the side wall of a previously placed stent? No. 12. Was the elevator in the down position during deployment? Yes, the elevator was open. 13. Are images of the device of procedure available? No. 14. Is the patient known to be covid-19 positive? No. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Device evaluation: the zilbs-635-10-8 device of lot number c1724037 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 24 september 2020. On evaluation of the device a kink was observed at the proximal end of the outer sheath. The outer sheath was observed to be separated at the distal end approximately 28.0 cm from the distal white tip of the device. A 0.035¿ wire guide could not pass through the device due to the kink on the outer sheath. The stent could not be deployed during the lab evaluation as a result of the kink and separation of the outer sheath. Document review: prior to distribution zilbs-635-10-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zilbs-635-10-8 of lot number c1724037 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1724037. It should be noted that the instructions for use (ifu0065-3) states the following: ¿if the wire guide or delivery system cannot be advanced through the obstructed area, do not attempt to place the stent¿. There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to kinking of the outer sheath as the device was advanced through the duodenoscope and/or as the device was advanced through the patient¿s anatomy. It is possible that inadvertent forward pressure may have been placed on the device as it was advanced over the wire guide to the target location. It is also possible that as the duodenoscope was tracked around a tight angle in the bile duct and the outer sheath became kinked during advancement as a result. The kink on the outer sheath would likely have increased deployment forces as the user attempted to deploy the stent in the patient¿s anatomy. The increased tension on the outer sheath likely resulted in its separation. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Customer reported complaint to sbu today. Stent was inserted, but did not deploy. The stent was, therefore, removed and another one was used and implanted. "As per complaint form": after pulling back the handle the stent didn't deploy was a sphincterotomy or balloon dilation performed prior to use of the stent device? Yes both. Was post-dilation performed after the placement of the stent? No. What brand of endoscope was used with the device? Olympus, duodenoscope. What was the target location for the complaint device? Bile duct. Was the device flushed through both flushing ports before the procedure, as per IFU? Yes. Details of the wire guide used (name, diameter, hyrdophyllic)? Dreamwire, boston, 0.035. Was resistance encountered when advancing the wire guide or delivery system to the target location? N. How did the physician deal with this resistance? Was the patient's anatomy tortuous? No. Did the tip of the delivery system cross the target location? Yes. Did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? Yes. Was the stent being placed through the side wall of a previously placed stent? No. Was the elevator in the down position during deployment? Yes, the elevator was open are images of the device of procedure available? No. Is the patient known to be covid-19 positive? No. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Device evaluated on 24-sep-2020. "Outer sheath (proximal)-kinked. Outer sheath (distal)-separated". Customer reported complaint to sbu today. Stent was inserted but did not deploy the stent was therefore removed and another one was used and implanted. "As per complaint form": after pulling back the handle the stent didn't deploy 1. Was a sphincterotomy or balloon dilation performed prior to use of the stent device? Yes both. 2. Was post-dilation performed after the placement of the stent? No. 3. What brand of endoscope was used with the device? Olympus, duodenoscope. 4. What was the target location for the complaint device? Bile duct. 5. Was the device flushed through both flushing ports before the procedure, as per IFU? Yes. 6. Details of the wire guide used (name, diameter, hyrdophyllic)? Dreamwire, boston, 0.035. 7. Was resistance encountered when advancing the wire guide or delivery system to the target location? N. How did the physician deal with this resistance? 8. Was the patient's anatomy tortuous? No. 9. Did the tip of the delivery system cross the target location? Yes. 10. Did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? Yes. 11. Was the stent being placed through the side wall of a previously placed stent? No. 12. Was the elevator in the down position during deployment? Yes, the elevator was open. 13. Are images of the device of procedure available? No. 14. Is the patient known to be covid-19 positive? No. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.